Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a CABG procedure, the clips in the device were coming out round and it would not advance. Another instrument was used to complete the procedure with no patient consequence.